Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the secondary display on the central nurse's station (cns) went black for a few seconds two separate times over the last month. They recently expanded the beds and added the second display 2 months prior. The connections were all confirmed to be good. Technical support (ts) emailed the bme later, suggesting they swap the cables to see if that would solve the issue. After several attempts to contact the customer, he replied that he believed the issue was resolved but did not provide details on how it was resolved. No patient harm was reported. Investigation summary: the intermittent black screen occurred only when a non-validated third-party kvm device was installed between the cns and the secondary display. When the display was connected directly to the cns, normal operation was observed. Further review identified the kvm power supply as faulty, contributing to intermittent signal loss to the display. The root cause was determined to be the use of an unapproved third-party kvm solution with a failing power supply. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/16/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 10/23/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied that the requested information cannot be provided. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the secondary display on the central nurse's station (cns) went black for a few seconds two separate times over the last month. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the secondary display on the central nurse's station (cns) went black for a few seconds two separate times over the last month. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the secondary display on the central nurse's station (cns) went black for a few seconds two separate times over the last month. They recently expanded the beds and added the second display 2 months prior. The connections were all confirmed to be good. Technical support (ts) emailed the bme later, suggesting they swap the cables to see if that would solve the issue. After several attempts to contact the customer, he replied that he believed the issue was resolved but did not provide details on how it was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 2: on (B)(6) 2025, emailed the customer via microsoft outlook for the information in the ni list above: the customer replied that the requested information cannot be provided.